Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance. Measurements throughout the test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found dried blood in helix housing and neck region. Further visual inspection noted deformed inner coil. Analysis noted that blood in the neck region is common as the tip is not hermetically sealed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a lead replacement procedure for another manufacturer's right atrial (ra) lead, when this lead was placed in the atrium the helix would not deploy after multiple turns and troubleshooting techniques. Once the lead was detached from the atrium wall, the helix completely deployed. The lead was removed from the patient's body and blood was observed at the flexible neck portion of the lumen. The lead was attempted and not implanted. No adverse patient effects were reported.